Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022585 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot:1022585, test base part number 190-430 / lot: 1022585. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022585 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01934, 1221359-2021-01936,1221359-2021-01937. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported four false positive results with the ID now covid-19 assay. This MFR addresses patient two of four. The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on nasopharyngeal swabs in viral transport media. Repeat testing was not performed. Pcr confirmation testing on thermofischer taqpath and panther hologic generated negative results. The customer stated the patient was symptomatic with covid symptoms and was hospitalized in the covid department. Additionally, the customer reported that patient care was delayed.